Event description:
According to the clinic the customer will unfortunately not upload pump data for review. Customer had reverted to using an alternate method of insulin therapy. No additional information was provided.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that after the load fill tubing sequence was performed, the fill cannula was set for 0.3 units; however, contact alleged pump delivered customer 30 units of insulin. Customer's blood glucose (bg) lowered (value not provided). Parent gave customer juice and dextrosol. Parent took customer to the hospital. Bg was 63 mg/dl. Hospital provided customer with 500 calories to eat and beverage to drink; no medicine was administered. After 4 hours, customer was feeling better, but a little nauseous from the sugar consumed. Customer was discharged; there was no permanent damage. Healthcare provider reviewed pump history and confirmed customer received 30.2 units of insulin. Pump history showed that after a cartridge was inserted, 2 fill tubing alerts occurred. The second alert occurred 48 minutes after the cartridge was inserted and at that time, tubing was filled with 30.2 units of insulin. The basal rate was changed to 0.900 units/hour. Insulin delivery was resumed. Upon follow-up, parent maintained that the pump delivered the additional insulin when pump was in customer's pocket. Although requested, pump data was not uploaded for review.